Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up. A recent CT revealed a distal type ib endoleak. An endurant 16x16x82 was implanted; however, the endoleak persisted. The physician coiled right hypogastric artery and extended to the external iliac using an endurant 16x16x93 and the endoleak resolved. The physician stated that the cause of the event was due to the right common iliac increased in diameter since implant of device. No additional clinical sequelae were reported and the patient is fine.